Event description:
It is reported that the pt received hip implants in (B)(6) 2012 and was revised again due to pain.

Manufacturer narrative:
Information received via medwatch (B)(4). Neither x-rays nor operative reports were provided for review to assess component fit and orientation per the surgical technique. The shell and liner were implanted in conjunction with competitor product which is considered an off-label use of the devices. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. No other complaints have been received against the lot of acetabular liners involve in this complaint. From the information received, a definitive root cause cannot be stated. Device history records for the liner were reviewed and did not find any deviations or anomalies. The device history records for the cup were unable to be reviewed due to incomplete item and lot. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.